Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aortic extension stent graft system in conjunction with six aptus endoanchors were implanted prophylactically in a patient for the endovascular treatment of a 44.7 mm in diameter abdominal aortic aneurysm. The proximal neck was 27.5-28.5 mm in diameter and 12.1 mm in length. It was reported that a recent follow up CT scan identified a proximal type I endoleak. The event is continuing with treatment. The I nvestigator assessed the relationship of the proximal type I endoleak as related to the endurant stent graft and aptus endoanchors. It was noted in a follow up CT that the endoanchors maintained adequate penetration in the aortic wall. No additional clinical sequelae were reported and the patient is being monitored.